Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6. Corrected data: b5 and remove h6 #1071-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The burn distal end cover malfunction was reported in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. It was unknown if the customer deviated from the information for use (IFU) reprocessing instructions. No physical damage to the device was confirmed where the foreign material remained. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on air/water tube and air/water cylinder and the probe cover burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.